Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited pocket dehiscence. The patient was given general anesthesia after the procedure was cancelled. No additional adverse patient effects were reported. The s-ICD remains in service.